Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent an unspecified procedure using a cook silicone balloon hysterosalpingography injection catheter. The initial reporter indicated that the balloons could not be unblocked and the catheters had to be cut to allow the sodium chloride out of the balloon so the catheter could be removed. There was no description provided of where the catheter was cut. A section of the device did not remain inside the patient¿s body. No further information was provided.